Manufacturer narrative:
Reliability analysis evaluated 2 sealed reservoirs. Performed visual inspection. Checked transfer guard's needle for defects and failed per spec. Transfer guard's needle position center off. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of air bubbles and needle anomaly from the reservoir. The customer's blood glucose reading was 164 mg/dl. The customer stated that the needle on the transfer guard is bent which caused air bubbles. The customer mentioned huge air bubbles in the tubing. The customer stated that the cannula came out and smelled like insulin. The product was returned for analysis.